Event description:
It was reported that a 22mm amplatzer septal occluder was selected for implant on 10 november 2023. The left atrial disc of the device took on a cobra shape. The device was removed from the patient and replaced with a new unknown device. There were no angulations or kinks in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays during the procedure. There were no adverse effects to the patient. The patient status is noted as fine.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information received from the field did not indicate what size delivery system was used, and there was any angulation or kink in the delivery system upon deployment reported. However, the field did indicate that there was anatomical interference during deployment which could have contributed to reported event. The cause of the reported incident could not be conclusively determined.